Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that he's had a red mark on his skin for over a year, at the sensor insertion site. During a routine medical visit, patient consulted with his physician who did not prescribe anything but advised patient to reach out to dexcom. At the time of his call to dexcom technical support, patient reported that he was feeling fine.